Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral vein (sfv) using an indigo system aspiration catheter 12 (cat12) and non-penumbra sheath. It was reported that the patient anatomy was small. During the procedure, the physician attempted to advance the cat12 up the leg, but the cat12 would not advance. Subsequently, the cat12 was removed and flushed. The physician attempted to re-advance the cat12, but the same issue occurred. Therefore, the cat12 was removed again. The procedure was completed by stenting and ballooning. There was no report of an adverse effect to the patient.